Event description:
A 6 fr × 90 cm sheath was placed in the patient's left femoral artery. During the procedure, the tuohy-borst (tbv) valve at the end of the sheath unexpectedly detached while contrast was being injected--a routine function that sheaths are designed to withstand. This resulted in blood exiting through the sheath and required replacement.